Event description:
It was reported to boston scientific corp in 2009, that during the sphincterotomy, the cutting wire snapped. It was detached from the distal tip. The procedure was completed with another jagtome device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.